Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file spanned approximately 3 days ((B)(6) 2020 per time stamp). The no external power alarm activated on (B)(6) 2020 at 21:32 while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared shortly after activating when power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was admitted for anuria and was incidentally found for pump stop events and low speed advisories. Log file analysis showed a low voltage/no external power event on (B)(6) 2020 while using the mpu and it appeared that the mpu lost total power enabling the backup battery in controller until power was restored. No further information was provided.